Manufacturer narrative:
The investigation of the returned pod found discoloration inside the device, indicating a possible fluid leak. Residual fluid and corrosion was found around the chassis wall and release bar. Testing confirmed the presence of a leak in the cannula fluid path. A tear in the cannula was found that appeared to have occurred during the assembly of the cannula into the chassis. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels.

Event description:
A friend of the pt reported that she awoke to high bg levels (greater than 500mg/dl) that lasted over a three hour period. The pod was removed and replaced and the patient's health care provider was called. (No contact was made with the hcp at the time - they were awaiting a return phone call). The patient's husband had called back in the afternoon to say that her bg levels "are coming down." The pod will be returned for evaluation.